Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that an endoleak from another manufacturer was being repaired with an endurant aortic tube encf3636c70e. There was still an endoleak after the aortic tube was implanted and the physician thought it needed more length and decided to use a talent converter which is a 126 mm length. The physician was unable to advance the delivery catheter beyond the aortic bifurcation due severe tortuousity and calcification. The device was removed from the patient without issue. There were no kinks in the stent graft delivery system. Another endurant aortic tube encf3636c70e was used to successfully resolve the endoleak and the case was completed. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (anatomy related; severely tortuous and calcified vessels). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; severely tortuous and calcified vessels).